Event description:
User had one patient sample for hcg that did not repeat well. Initial result was 38 miu/ml and was reported. Result was questioned by the physician and second sample was drawn in 2008. Result of this sample was <0.1 miu/ml. Original sample was retested the same day and gave result of <0.1miu/ml. User states patient was not treated or injured because of the result. The field service representative determined the sample may have been programmed to be run as a dilution by mistake. A customer bulletin has been issued to address this issue.